Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once complete.

Event description:
Philips received a report that the patient support became detached from the floor.

Manufacturer narrative:
Philips received a report that the floorplate of the patient support had become partly dislodged from the floor of the building. Upon removal of the patient support and closer inspection of the floorplate it was determined that the floorplate had been glued to the building structure in contradiction to the prd(planning reference data) which states that the floorplates must be anchored/bolted to the floor. The floorplate was removed and reinstalled according to the prd, using anchoring. After this the patient support was placed back and the system is back in operation. Philips has initiated a CAPA to investigate the installation procedures, specifically related to the installation of the floor plating by the 3rd party contactors and to determine if proactive or corrective action is required.